Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the clinician received an error message when attempting to retrieve the save to disk information from the programmer. The clinician will contact her it department for assistance. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the clinician received an error message when attempting to retrieve the save to disk information from the programmer. The clinician will contact her it department for assistance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.